Event description:
In 2001 the end-user called minimed, USA and stated that end user's site fell out, but the adhesive on the set remained attached to end user's skin. Just the center of the set popped out of place. On august 23, 2001 maersk medical received the complaint and 1 used infusion set.